Event description:
Nurse disconnected bifurcate from pac to draw labs and the part that screws on to the connector broke off. Device broke at luer lock collar which is not a fixed collar-- several similar incidents have been reported with this device in the recent past. The luer lock piece was not saved unfortunately however the rest of the extension set was. No harm to patient. Minimal delay in care while the extension was exchanged. Manufacturer response for bifurcated extension tubing, smiths medical mini bifuse 2 to 1 (per site reporter): they are investigating.